Event description:
The PICC line migrated to the pulmonary artery. The external part had separated through a break in the line and could not be palpated under the skin. X-ray showed the tip of the catheter in the axillary vein on the right. It came down through the subclavian on that side, entered the superior vena cava, and entered the right atrium and right ventricle. It went out into the right peripheral lung field. The pt was in no acute distress. The line was snared by international radiology.